Manufacturer narrative:
On 29 nov 2017 it was communicated that no pathogen will be available. Batch review performed on 30 november 2017. Lot 147288: (B)(4) items manufactured and released on 26 march 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is not available. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully.